Event description:
New etq record created in order to update etq (legacy system) complaint number wpc (B)(4). Reason for original complaint.- litigation alleges that patient experienced debilitating pain, discomfort, disfiguration, and soreness in the area of the hip implant, thereby negatively affecting patient's ability to perform activities of daily living. Additionally, it is alleged that patient has metal ions and particles in their blood, tissue, and bone surrounding the implant. Update: (B)(4) 2012 pfs was received from legal, medical records were received from legal, and part/lot information was identified. Records are available for further review. Update rec'vd (B)(4) 2014- patient was revised to address elevated ion levels. This complaint was updated (B)(4) 2014. Update rec'd (B)(4) 2014- pfs and medical records received. Part/lot was provided. After the review of the medical records it discovered the patient had a revision on (B)(6) 2014. The revision operative note indicated there was corrosion on the trunnion of the stem. The stem is being added to the complaint. There is no new additional information that would affect the existing MDR decision. The complaint was updated on:

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The devices associated with this report were not returned. A review of the device history records for the 2062470 lot code did not reveal any related manufacturing deviations or anomalies. A complaint database search finds no other reported incidents against the remaining product and lot combination. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.